Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(6) old male pt to report that the monitor was emitting a loud continuous beeping noise. The pt was fit with a fully functional monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (loud continuous beeping noise) has been confirmed. Upon eval, the monitor first powered up normally twice, and would subsequently not power on during the next three attempts. The unit passed the flash memory test. Bga components (pld and flash chips) were reprogrammed and the power was cycled 10 times. The unit was then run with a test belt connected for 22 hrs w/o fault. The intermittent power up failures could not be duplicated after initial eval. The root cause for the intermittent power ups was inconclusive. No adverse event resulted from the monitor. The pt rec'd a replacement monitor.